Manufacturer narrative:
Date of event: (B)(6) 2014.

Event description:
A report was received per social media that the patient's ipg was added very superficially under the skin. It was also reported that the patient was experiencing backache. The patient underwent an ipg replacement procedure.